Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The sample was not available for evaluation. If the sample is ever received, then the investigation will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that there was an insertion problem involving the angio-seal device. There was no blood loss. The patient was stable. There was no patient injury/ medical or surgical intervention required. There is not a direct allegation that the reported device caused or contributed to patient injury.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a3b: gender: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided for animal use a6: race: not provided for animal use d6a: implanted date: device was not implanted due to hospital policy d6b: explanted date: device was not explanted due to hospital policy the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.